Manufacturer narrative:
Device evaluation: returned sample was received on 05/09/2019, however, only the unit carton box and lens case were returned. A photo was provided and evaluated, both haptics were observed distorted. However, based on the photo provided, it is not possible to confirm the defect reported. Based on the evidence observed and since the lens is not available for a thoroughly evaluation, the complaint issue reported could not be verified. Product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: not applicable, there is no indication the lens was implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prior to loading into cartridge the lens model, zcb00 monofocal iol (intraocular lens) a scratch mark was observed. This issue was first noticed when removing from packaging. No additional information provided.